Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced anisometropia, blurred vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was anisometropia- significant residual astigmatism.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one cylinder and half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.